Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with high pacing threshold measurements at a patient follow up. It was also noted that the patient had an infection which could have caused the changes in pacing threshold measurements. The infection was never confirmed, and no other medical intervention was reported to treat an infection. A lead revision was performed and the lead was explanted and successfully replaced. No additional adverse patient effects were reported.